Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for positioning issue. The exact root cause cannot be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the patient was in for an iliac and lower extremity angiogram with intervention. Access was gained in the right common femoral artery with an 8fr pinnacle sheath and was eventually changed for an 8fr destination sheath. After the intervention, an 8fr angio-seal was opened for closure. It was noted that there was a back wall lesion at the distal external iliac artery. The physician located the arteriotomy site, and as he was advancing the angio-seal device into the angio-seal sheath, the patient began moving on the table. The physician finished deploying the angio-seal device. After he finished tamping the collagen, he noted that he was still getting pulsatile blood from the entry site. Manual pressure was held until hemostasis was achieved. While still in the interventional radiology (ir) suite, the physician looked with ultrasound to check the artery. Slow flow was noted, no hematoma. Doppler checks on the foot were absent. The patient was sent to get a computed tomography (CT), and the doctor was able to see the angio-seal plug in the right external iliac artery. No hematoma or retroperitoneal (rp) bleed were seen. The patient was sent to surgery for a femoral cutdown to remove the angio-seal. Surgery was a success and during, the vascular surgeon performed an angiogram, and the patient had a good runoff down the foot. The patient did receive a transfusion and a fasciotomy, however it is unknown why. The patient remained stable in the interventional radiology (ir) suite and during the computed tomography angiography (cta). Patient remains in intensive care unit (ICU) and intubated. The estimated blood loss is less than 250cc. Additional information was received on 04may2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were issues with insertion, deployment, and withdrawal of the device, the patient began moving while the physician was trying to deploy the angio-seal.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.